Event description:
It was reported that the instatrak 3500 system spontaneously went into freeze screen even though it had not been activated and the button probe was not attached. This happened during a case. The instatrak 3500 system had to be removed and the procedure was completed without it. No patient injury was reported.

Manufacturer narrative:
A ge service representative performed an on site investigation. The tracker was replaced during the service call. The system was tested and found to be working as intended and put back into service.